Event description:
It was reported that these bioraptor implants broke during insertion. Broken anchors were removed from the patient with a grasper. The surgeon experienced a 45-minute delay to the labrum relaxation procedure. Back-up devices were available to complete the repair. The patient was noted as having good bone quality.

Manufacturer narrative:
Device has not been returned for evaluation; therefore, no determination could be made for the reported device failure.